Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed no output and no telemetry conditions. Further analysis found the device had a depleted battery because of a high current drain condition, due to high current leakage internal to a power supply filter capacitor.